Event description:
Procedure was being performed due to malunion. This report captures the interoperative event of the insertion handle breaking. The nail removal is captured under (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent right-sided nail removal, osteotomy and replacing it with another lateral femoral nail (lfn). During the procedure, the radiolucent standard insertion handle was damaged. The lip of the insertion handle snapped off when the nail was being inserted. It was believed that the reason for this snapping is excessive force. There is only one fragment generated but did not fall in the patient because it happened when the nail and insertion handle were no longer engaged. The procedure was completed successfully with no surgical delay. Patient status was no harm. Concomitant device reported: unknown lfn nail (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) radiolucent insertion handle for expert nails/100mm this is report 1 of 1 for (B)(4).